Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Outcomes to adverse event: the outcome attributed to adverse event was chipped teeth. Date of event: the event date is approximate. The product serial number information was not provided during complaint intake.

Event description:
The consumer reported that their diamondclean power toothbrush chipped their teeth.